Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports that after being redirected to their health care provider they determined the cause of the issue was the pt was not properly setting the levels which caused this problem. Pt reports they were instructed again how to set the levels by a manufacturer representative (rep). Additional information was received from the pt. Pt reiterates the cause was their fault. Pt reports they periodically check the levels now. Pt reports this issue has resolved since the rep helped them set the levels properly.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) had adaptivestim set up and they were unaware that they needed to be in the corresponding position that they wanted to change the intensities for. Rep noted pt's hcp was not aware of the situation. Rep reported they spoke with the pt on the phone on 12/18/2024 and they reprogrammed pt's adaptivestim settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated they had been in a lot of pain, and the stimulator was jumping from one level to another. The patient stated this morning they found it at 4.3 when it was supposed to be at 1.9. The patient verified they are on group b with programs all at 1.9 amplitude. Patient services suggested that the pt have the ins / programming checked by their hcp or a manufacturer representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.